Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). Bd received one photo for investigation, which displays the failure mode indicated by the customer. Additionally, bd was unable to determine the specific lot number associated with this complaint therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode: foreign matter - other. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use of a bd vacutainer® urine analysis preservative tube, the customer observed rubber particles originating from the tube stopper inside the tube. During sample processing, the analyzer probe aspirated the particles, resulting in probe clogging. No adverse patient or user impact was reported.